Event description:
(B)(4). The dealer reported that the trx5 mechanical wheelchair both upper crossbraces where it attached onto the seat were bent toward the front of the unit. There was no patient injury reported.